Event description:
It was reported that (1) mcl20 was used during an open cholecystectomy procedure. It was reported by the rep that the three clips came out at once. Open second clip applier to complete case. There was no consequence to completed.